Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the reported number does not appear to be a valid lot number for this product. Please provide the correct lot number. Lot number is not available due to the product was discarded by customer. Is product being returned on not? Please follow up. The product was discarded by customer.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was broken. There were no adverse patient consequences reported. No additional information was provided.